Manufacturer narrative:
(B)(4). Batch r58d6l. Investigation summary: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the patient underwent bariatric surgery by videolaparoscopy and it was identified at the time of the operation, that in the second stapling with gold reload, the clamps were open without the necessary closure, in this case the suture was done and the patient has not had complications so far.